Event description:
One day after implantation, a cypher stent, pt complained of chest pain and coronary angiogram showed a thrombus in the implanted cypher stent. The thrombus was treated by balloon angioplasty. Two days later, the pt complained again of chest pain but this time no thrombus was found, however, under dilated stent was confirmed. Pt was discharged home ten days later. According to the physician, the thrombotic event was caused by the under dilated stent. The involved cypher stent was implanted in the left anterior descending coronary artery targeting a type b2 de novo and eccentric lesion 17.46mm long and 1.8mm in diameter. It was an emergency procedure secondary to acute myocardial infarction. Predilatation was not conducted. Cypher (2.5/18mm) was implanted at 10atm for 20 seconds. Post-dilation was conducted with a balloon (2.5/18mm) at 14atm for 20 seconds. Intravascular ultrasound showed a residual percentage of stenosis of 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
This product with catalogue is not sold in the united states; however, it is similar to a product with catalogue that is sold in the united states. Additional information will be submitted within thirty days upon receipt.